Event description:
It was reported that the patient experienced pump off alarms while on ungrounded cable and batteries. The patient had a history of short to shield. The log file review found multiple low speed and pump stop events since (B)(6) 2022. It was suspected that the pre-existing short to shield may have matured into a phase to phase short. It was later reported that the phase to phase short was confirmed and the patient was also experiencing driveline fault alarms on (B)(6) 2022. Upon log file review, it was determined that there were potentially two wires broken (brown and orange) at zero impedance. The provided x-ray images did not show any obvious areas of shielding damage. Due to these concerns, the patient underwent a heartmate ii pump exchange on (B)(6) 2022.

Manufacturer narrative:
History of short to shield covered in MFR: 2916596-2022-00607. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events which appeared to be consistent with a potential issue with the driveline (dl); however, a specific cause for these events could not be conclusively determined through this evaluation. Multiple attempts were made to inquire about product return; however, no additional information was provided by the account. Heartmate ii left ventricular assist system (lvas) was not returned for evaluation. The submitted log files captured several low speed and pump stop events from (B)(6) 2022 to (B)(6) 2022 while the patient was connected to the power module or battery power. Driveline fault alarms also became active on (B)(6) 2022. During these alarms, hex values of phase 1 and phase 3 were observed to be out of specification compared to those of phase 2. The heartmate ii lvas instructions for use (IFU) outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.